Manufacturer narrative:
The technician replaced the right head gas spring to repair the stretcher.

Event description:
Info received indicates the head section is stuck in the mid position and will not move up or down.